Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(4) alleging an "error 1" issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 1" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 (9/21/2011) - the meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The test strips were also returned to lfs. However, the test strips were not evaluated since the alleged complaint pertains to a meter issue only.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan has received the meter involved with this complaint. Lifescan product analysis completed a deep dive investigation on (B)(4) 2012. The alleged issue was confirmed. Investigation revealed there data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.